Event description:
It was reported that "during the insertion, nurse noticed resistance in progression and when removed the guidewire, it was deformed". Returned sample shows frayed guidewire.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.